Event description:
The reporter, the patient's wife, alleged that the patient's pump had not delivered insulin accurately and reported that the patient had high and low blood glucose levels afterwards. On an unspecified date, the patient obtained a blood glucose reading of 34 mg/dl, and experienced the symptoms of dizziness and disorientation. On (B)(6) 2011 at 7:56 am the patient obtained the blood glucose reading of 38 mg/dl. The patient administered self-treatment by consuming carbohydrates. One hour after taking his breakfast bolus, the patient's blood glucose reading was 60 mg/dl. The patient did not seek any medical attention or treatment. It was also reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. Troubleshooting revealed the patient's technique was correct and there were no issues with the infusion site. A review of the pump history revealed all basal and bolus doses had been delivered accurately and matched those programmed into the pump. It was determined during troubleshooting that the pump had been exposed to x-rays multiple times. The manufacturer recommends the pump never be exposed to CT, x-ray or MRI scans. The reporter also stated that two to three years ago, the patient was found unconscious, paramedics were contacted, and he received treatment with glucose.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.